Event description:
Received information stating patient was hospitalized. Patient did not want to provide any details in regards to the hospitalization and declined any troubleshooting.

Manufacturer narrative:
Product has not been returned for evaluation. Patient did not want to discuss event. Patient informed tandem "he had not prime the tubing." Should new information become available a follow up MDR will be submitted.